Manufacturer narrative:
It was reported the device will be removed in the near future. Manufacturing review was conducted; no discrepancies were found. To date, patient is doing fine and no negative outcomes were reported.

Event description:
A representative reported that a surgeon alleged that a patient's precise nail "failed not to distract" approximately 4 days after implantation.